Manufacturer narrative:
Insulin pump passed the displacement test but occlusion anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charge battery anomaly noted during test. Insulin pump received with cracked battery tube threads, cracked liquid crystal display window, minor scratched liquid crystal display window, missing end cap sticker and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched on the screen, battery did not last as long depending on battery and received no delivery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.